Manufacturer narrative:
(B)(4)this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a catheter extension set in which a seperation was observed between between the y-junction and tubing, resulting in a leak. The extension set had been in use for four days when the leak was observed. There was patient involvement but no reports of patient injury or adverse events associated with this event.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A pressure test was performed and a leak was found at the joint between the tubing and y-junction; therefore, the reported condition was confirmed. However, based on investigation on the returned sample and manufacturing processes, no assignable cause can be determined. A batch review could not be performed as the lot number is unknown.